Event description:
Patient was scheduled for a tonsillectomy and adenoidectomy. Patient had a previous history of adenotonsillar hypertrophy that was thought to cause dysphagia for solid consistencies. During the surgery, after the dissection of the first tonsil, a 4-mm right lower lip burn was noticed. Ice was immediately placed on the area in addition to a layer of vaseline. The cautery, both needle-tip and suction were disconnected and sent to biomed for evaluation. The rest of the procedure continued without incident. After the procedure was completed, the surgeon referred the child to a plastic surgery specialist. The surgeon involved also contacted the plastic surgeon to discuss the case and identify any immediate interventions. Biomed completed an inspection of the equipment. All equipment passed visual inspections, which included no evidence of nicks, cuts or abrasions. Tests revealed that the equipment met manufacturer's specifications of output and voltage.